Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a procedure to place a large external fixator, the surgeon was final tightening the clamp to the construct and the nut on the arm broke off. The clamp was removed and replaced with another clamp and the procedure was completed with no reported harm to the patient. The procedure was extended approximately 2 to 3 minutes. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part was received and visual evaluation of the clamp shows the assembly was disassembled, the cover plate was missing and the teeth on the plate with the laser etching was damaged. The teeth on the other plate and the post clamp were not damaged. The bolt was removed from the plate, which the complaint states as a nut. The bolt is captivated at assembly and should not dismantle without being forced. This condition is post-manufacturing. There are two washers of unknown origin. They are not part of the assembly. This assembly does not have a nut, the bolt, screws into the plate to tighten the post clamp to the plate when the teeth are meshed. Otherwise, the clamp is in good condition. The as received condition of the pin clamp showed the assembly was manually disassembled, the teeth on one of the plates was damaged, and the bolt was removed from the plate which would require a great deal of force to remove since it is captivated during the assembly process. The captivation process prevented the thread ring gage from engaging the threads. The damage to the teeth was post-manufacturing because the teeth on one plate is protected by the star grind cover, which is installed at assembly and the other by the post clamp. The assembly is inspected for function test and inspected visually for non-conformities; all passed per the DHR review. This complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.